Manufacturer narrative:
Add'l info for poly-l-lactic acid from (B)(4). An investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches still on the us market and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event occurred have been picked out. The verified batches were: batch a9029, batch a9030, batch a9033, batch a0034, batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043. We have not received the claimed sample nor a picture showing the vials of sculptra used. The analysis certificate at the release step of all the batches listed above has been checked and all the results were conforming to specs. As reported in the leaflet, several adverse events (such as bruising, edema, discomfort etc.) Can occur by the use of the product. Nevertheless since we have not received the complaint sample nor a picture showing the vials of sculptra used, we reserve close this complaint as no conclusion possible # for the lack of an important element of eval that is the complaint sample itself. Conclusion: no investigation/ no assessment possible. Add'l info received from the consumer on 20-dec-2011 upgraded case to serious; added events and outcome, added medical history; updated narrative. Pharmacovigilance comment: sanofi company comment 20-dec-2011: this pt may have developed systemic inflammation reaction in response to poly-l-lactic acid injections. The pt's history of reaction to bovine collagen is a predisposal factor. Confirmation from her treating physician is needed for further med eval.

Event description:
This case has been upgraded to serious based on add'l info received on 20-dec-2011. The below narratives includes an initial report from a consumer on (B)(6) 2011, plus subsequent follow up: a female consumer was treated with poly-l-lactic acid (sculptra aesthetic) [lot # and exp date unk] on (B)(6) 2011 in her lower face (below cheeks) and lower jaw area (1 vial each time) and had no issues after her first treatment. After her second treatment about three months ago on (B)(6) 2011, lumps started to appear and she had nodules in her jaw and inside her mouth immediately following her second poly-l-lactic acid treatment. The nodules (largest was 1.2 cm) were not too bad until she became "physically sick" in (B)(6) 2011. Since then, she experienced painful, swollen lymph nodes and many painful nodules along her jaw and inside her mouth that felt like "shards of glass." She stated that the left side of her face was flat and the right side of her face looked like a "blowfish." She received several triamcinolone (kenalog) injections for the nodules and the injections left "dents" in her face. She stated that she was hospitalized on unk date and had surgeries (lesional subcision and lesional excision) to remove the nodules but they kept appearing. Biopsy on unk date showed granuloma, foreign body reaction. While in the hosp, her basophil count was high but the doctors did not know what was wrong with her. At the time of the report, the events were ongoing. The lumps in her chin area were big, painful, and swelled up when she massaged them. She can hardly get out of bed and thinks her "life may be in danger." She stated that she was "disfigured" and "disabled." Medical history included dissolvable stitches which would sometimes leave a scar formation behind and reaction to bovine collagen. At the time of the report of the event was ongoing. No further relevant info reported.